Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 30x2.25mm target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 2.25x32mm taxus liberte stent delivery system (sds) was advanced but did not cross the lesion and the stent struts got lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the device revealed stent damage. The stent was centered between the markerbands on the tightly folded balloon. There was no evidence of any attempt to inflate the device. Magnified inspection revealed one flared strut in the tenth distal row of struts. The maximum outer diameter of the stent met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 30x2.25mm target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 2.25x32mm taxus liberte stent delivery system (sds) was advanced but did not cross the lesion and the stent struts got lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.